Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she was unable to remove the tampon pledget as it did not have a string. Consumer's boyfriend who works in the medical field removed the pledget with clamps. She called her gynecologist and was instructed to monitor for unusual signs and symptoms and to wear pads. Consumer did not experience any adverse health affects and did not seek medical attention. Consumer reported six more tampons from the box had missing strings. She did not use the other six tampons.